Event description:
It was reported that prior to use "when deploying stapler, none come out ". No patient involvement. The issue was resolved by opening a new box from a different lot number. No impact to the patient.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The customer returned four units 528235 visistat 35w 6/box for investigation. The returned samples were representative samples in their original sealed packaging. The actual sample was not returned. The representative samples were visually examined with and without magnification. Visual examination of the returned representative samples revealed that the samples were typical. The staplers were returned with between 39-41 staples remaining in the cover block. Functional inspection was performed by attempting to fire staples from the returned staplers. Using hand pressure, the trigger was engaged for the first representative sample. Upon full engagement of the trigger, the first staple fired properly. This was repeated two more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were all able to engage and close into the skin pad. This process was repeated for the other three returned samples. All staples were successfully fired from the devices. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - staples not firing" could not be confirmed since the actual sample was not returned. Four representative samples were returned in place of the actual sample that resulted in the complaint issue. The returned staplers were able to form and release all remaining staples in the cover block. A device history record review was performed on the devices with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information provided and without the actual sample. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that prior to use "when deploying stapler, none come out ". No patient involvement. The issue was resolved by opening a new box from a different lot number. No impact to the patient.